Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update fields: d8, d9, g3, h2, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head experienced a loose camera socket. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.